Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Procedure: extended anchor abdominoplasty, bilateral augmentation mastopexy, cathplace: unknown, surgery date: (B)(6) 2021. It was reported the right lumen end of the catheter broke off while removing device from the patient. A broken piece remained inside of the patient. The nurse practitioner noted the bilateral lumens flushed with ease. Additional information received 19-may-2021 stated there was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30093614 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample device was evaluated. The catheter exhibited breakage. The catheter was straightened on the counter and secured with tape. The overall length, beginning at the proximal end of the gold color tubing, measures 71.4cm. There was visible stretching. Beginning approximately at the location of the two black hash marks and continuing to the severed end. Root cause could not be determined. The distal portion of the catheter was examined under magnification. The returned sample did not include any of the infusion segment. The severed end was jagged and distorted. All information reasonably known as of 12-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.